Manufacturer narrative:
The customer called back for additional troubleshooting and informed that after replacing the mains socket and then the pm pcba (power management board), the problem is still present: the fan continues to operate on internal battery even though it is plugged into the mains. The rse is sending the part to the biomedical department power supply (1st generation).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device works on internal battery despite its connection to the main power, even after changing the power supply cable, the problem persists. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The biomed customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the device runs on battery while connected to ac power, and it does not charge the battery. Recommend replacing the power management board. Emailed parts ID for the power management printed circuit board assembly (pcba), inlet,ac,v60 and procedure to replace the parts and subsequent tests to be performed. The customer called back into technical support and requested a quote so that an order can be placed for the pm pcba board for replacement. The customer called back for additional troubleshooting and informed that after replacing the mains socket and then the pm pcba (power management board), the problem is still present: the fan continues to operate on internal battery even though it is plugged into the mains. The rse is sending the part to the biomedical department power supply (1st generation). The rse sent customer a replacement power supply to repair the unit. A good faith effort (gfe) was performed to gather additional information regarding the repair and operational status, but no response received from the rse. Source notes noted that the defective power supply will be returned. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The biomed customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the device runs on battery while connected to ac power, and it does not charge the battery. Recommend replacing the power management board. Emailed parts ID for the power management printed circuit board assembly (pcba), inlet,ac,v60 and procedure to replace the parts and subsequent tests to be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device works on internal battery despite its connection to the main power, even after changing the power supply cable, the problem persists. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Institution phone: (B)(6).